Manufacturer narrative:
Patient weight not available from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment on (B)(6) 2016. The representative reported that they reloaded software onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the viewing station of the imaging system had a blue screen error when going to shut down the system after performing a spinal fusion. Restarting the imaging system resolved the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.